Event description:
A caller reported that a cartridge was damaged. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer changed the cartridges and successfully resumed insulin therapy. While the damaged cartridge was unavailable for return, the caller understood and acknowledged the situation, receiving approval for two-day shipping of a replacement.